Manufacturer narrative:
Device issue with inomax dsir# (B)(4), . Device investigation was completed on 12/11/2014. Case comment: on (B)(4), 2014: this is a post-marketing serious device case reporting oxygen desaturation and bradycardia while on inomax via inomax dsir. The manufacturer considers the events as possibly related to the device, as the event occurred as a result of drug interruption due to device related issues. Similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023). Eval summary: inomax dsir# (B)(4), was returned to the MFR for service investigation. The ikaria regional service ctr (rsc) reviewed the service log and confirmed the reported complaint of a blank display with a delivery failure (df) due to backlight current below minimum. The rsc replaced the touchscreen/display assembly to rectify the fault. A further log review also revealed that the above event was preceded by a similar df event. That df may not have been identified by the user and df due to the blank screen; however, the device would have been alarming due to the high priority df alarm. The root cause for this incident was displayed backlight failure. This condition will be tracked adn trended under ikaria's quality system. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. This device issue resulted in a serious adverse event and it is also being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display - backlight failure [ device issue]. Oxygen saturation decreased (not specified value and duration) [oxygen saturation decreased]. Bradycardia (rate not specified) [bradycardia]. Case description: this initial device case report was received on 11/20/2014, from a respiratory therapist (rt) in the united states who emailed the ikaria ccbm (critical care business manager) regarding a device issue of a blank screen with the dsir delivery system. The device, inomax dsir # (B)(4), was in use on a pt at the time of the device issue and the pt experienced an oxygen saturation decrease and bradycardia. Add'l info received on 12/11/2014 and 12/16/2014 is included in this report. Relevant medical history/co-morbidities: mechanical ventilation (settings not provided), 30 week gestational age with iugr (intrauterine growth retardation), tof (tetralogy of fallot), choanal atresia (type and side not specified), and tracheostomy. No apgar score or info about the mother's pregnancy or health was provided. Relevant concomitant medication: unspecified treatments administered bid [twice a day]. A premature baby was receiving inomax via inomax dsir# (B)(4), for an unspecified indication. Baseline pulse oximetry values prior to inomax start, on an unspecified date, were not provided. There was no info provided as to whether an echocardiogram was completed prior to the start of inomax. The baby was also "getting bid treatments" with an unspecified medication and the filter had been changed. During the evening of (B)(6), 2014, the baby desaturated. The nurse went into the room, suctioned the pt and noticed the screen on the dsir# (B)(4), was blank. The respiratory therapist (rt) was called and the baby was hand ventilated with no improvements in saturations. The baby began to ho bradycardic and the rt quickly changed out the machine; "thankfully within a few minutes". Ccbm stated, "all was okay with the pt as the pt recovered post oxygen desaturation and bradycardia". Inomax dsir# (B)(4), device was removed from service and returned to ikaria for service eval. Neither the rt nor the ccbm provided an opinion about the causal relationship of the event of oxygen desaturation and bradycardia to inomax and the inomax dsir delivery system.